Manufacturer narrative:
Phone number: (B)(6). The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The stent of a palmaz blue stent delivery system (sds) was implanted, three months and eleven days later, control was performed and it was visible that the stent was completely broken into two pieces. There was no patient injury. The device will not be returned.

Manufacturer narrative:
The stent of a palmaz blue stent delivery system (sds) was implanted, three months and eleven days later, control was performed and it was visible that the stent was completely broken into two pieces. There was no patient injury. The product was not returned for analysis. A product history record (phr) review of lot 82218096 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. Stents are more likely to fracture in the presence of the following factors: balloon or stent overexpansion, as it may theoretically weaken the stent struts. Stent overlap, which results in localized rigidity creating hinge points that deform the stent leading to fracture. Stent length: longer stents may be subjected to higher radial forces. Inappropriate handling of stent. Stenting technique: an example of stenting technique that might cause stent fracture is crush technique. Stent conformability is defined as the degree to which a stent can bend around its longitudinal axis after deployment. Decreased stent conformability can lead to longitudinal straightening of the vessel after stent deployment, which subjects the stent to the countervailing force of the vessel wall. This tends to revert the vessel axis to its original shape, leading to stent fracture. According to the safety information in the instructions for use ¿the cordis palmaz blue.018 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree. Generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.